Event description:
A healthcare worker experienced stinging with a whitening of the skin to the right thumb as she was processing items from a completed load for re-processing. The symptoms resolved as the worker washed her hands under running water for 15 minutes. Medical attention was not sought. The cycle had completed and the vaporizer plate was in place, but was replaced following the event. This was the second exposure to h202 for this employee.